Manufacturer narrative:
The insulin pump received with constant full segment display problem isolated to the lcd board. The pump was received with missing end cap sticker and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the pump had a display anomaly. The blood glucose at the time of the incident was 119 mg/dl. The customer was states every time they press a button the entire screen go black, except for the icons at the top. The customer state the issue has been happening for a month. The customer attempted to run a self-test and the screen went blank. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.